Event description:
A consumer reported via social media that after having a multifocal intraocular lens (iol) implanted in the left eye a week ago, oncoming auto headlights appear to look like huge pinwheels. The consumer stated that driving was "eerie." The reporter did not provide any contact information; therefore, follow-up was not able to be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The reporter did not provide any contact information; therefore, follow-up was not able to be conducted. (B)(4).